Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with photophobia in the left eye, at the one day postoperative visit. The topical steroid drops were increased and the symptoms resolved. Another report is filed for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).